Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial #: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 28-aug-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl (concentration and dose unknown) and ¿something else¿ via an implanted pump for spinal pain. It was reported the patient recently had to have surgery a week and a half ago to have the catheter pushed in a little bit, because the patient lost weight and was ¿hitting it¿ every time she sat back. It was noted the patient went from (B)(6) pounds down to (B)(6) pounds. The patient consulted with the healthcare provider (hcp) and had surgery a week and a half ago. Symptoms included having pain down the right leg and the change in therapy/symptoms was sudden. The event date was four months ago (2018). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on 2019-jan-17 indicated the catheter issue and pain down the right leg was first noticed on (B)(6) 2018 and on (B)(6) 2018. It was noted "the patient had a prominent lumbar catheter segment due to decreased body fat. The cause of the catheter issue was due to decreased body fat (thin body habitus)." On (B)(6) 2018 the lumbar spinal catheter was repositioned to a deeper location so as to be prominent. It was noted the catheter was repositioned only. It was noted that the catheter deepened has since resolved. It was noted "the patient has change in left sciatic nerve with pain pump and spinal and stimulation." It was noted the device retained in place and lumbar catheter was repositioned. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The catheter was repositioned to be deeper and low, prominent in the lumbar region, due to patient weight loss. Regarding the cause of the catheter issue it was clarified as having been due to weight loss. The patient¿s pain and catheter issue were resolved. Regarding the current status of the device, it was noted as functioning normally.